Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: joker, sion blue. Guide cath: profit 6fr jl3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the left main artery with heavy calcification and 90% stenosis. A 3.5x8mm nc traveler rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The device was soaked in saline and prepped (air aspiration) outside the anatomy prior to use. The bdc was advanced toward the target lesion, the balloon was inflated and ruptured during the first inflation up to 12 atmospheres for 20 seconds. The device was removed and an unspecified bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.